Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿controller 2.0 : controller 2.0 / serial (B)(4) / model #: 1420 / expiration date: 06/30/2018, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 06/30/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller displayed an electrical fault alarm and the ventricular assist device (vad) had a high watt alarm. The driveline connection to the controller was examined, and the driveline connector is seated properly in the controller. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and the controller were not returned for evaluation. Review of the pump's manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed one electrical fault alarm logged on 09/27/2018 at 16:17:25 due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). One high watt alarm was logged at 16:17:30, which is consistent with the increased power consumption observed when the pump is running on single stator. Both alarms cleared at 16:17:53. As a result, the reported event was confirmed. Of note, on-site inspection revealed no damage to the driveline or driveline connector. Based on the available information, a possible root cause of the reported event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.